Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise and inappropriate ams episodes. The lead was reprogrammed. The patient remained asymptomatic and would continue to be monitored.